Event description:
It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that right ventricular lead exhibited low impedance. Varying r wave sensing, and failure to capture. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, r-wave sensing variation, and low lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing, visual inspection and x-ray examination did not identify any anomalies.

Event description:
Additional information received noted that the right ventricular lead exhibited low pacing impedance. The right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.